Event description:
It was reported that, this cardiac resynchronization therapy defibrillator (crt-d) was found to exhibit high out of range pacing impedances on the right ventricular (rv) lead. Technical services (ts) analyzed device data and confirmed that the rv lead impedance increased to greater than 2000 ohms. It was noted that the rv lead is a non-boston scientific product. Ts discussed possible causes and recommended further evaluation in the clinic with isometrics and pocket manipulation. Subsequently, during a later clinic visit, the crt-d system was evaluated, and the clinician believes cause to be spring contact issues between the device and rv lead. At this time, the clinician will continue to monitor the patient. The crt-d and rv lead remain in service. No adverse patient effects were reported.

Event description:
It was reported that, this cardiac resynchronization therapy defibrillator (crt-d) was found to exhibit high out of range pacing impedances on the right ventricular (rv) lead. Technical services (ts) analyzed device data and confirmed that the rv lead impedance increased to greater than 2000 ohms. It was noted that the rv lead is a non-boston scientific product. Ts discussed possible causes and recommended further evaluation in the clinic with isometrics and pocket manipulation. Subsequently, during a later clinic visit, the crt-d system was evaluated, and the clinician believes cause to be spring contact issues between the device and rv lead. At this time, the clinician will continue to monitor the patient. The crt-d and rv lead remain in service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent changes in impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Engineering analysis and testing of returned products has determined that repeated, small movements of the lead terminal ring along with variances in the connection contact force and surface roughness can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurement.